Manufacturer narrative:
Continuation of d10: product ID: 8709, serial# (B)(6), implanted: (B)(6) 2005, explanted: (B)(6) 2021, product type: catheter. H3: the catheter was returned and no significant anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a consumer indicated her pump was "probably ok but they didn¿t put in a new catheter". It was further reported the patient did not think the pump was working at all. The patient felt the pump had not been working since sometime last year. It was also reported in (B)(6) 2019 they tried to see if the pump was working and did an MRI. The doctor told her that because she has a fusion on l4 and s1 and l2 and l3 has bars and screws the doctor was not able to see where the catheter was. It was noted in (B)(6) 2019 she ended up in the hospital and the patient¿s potassium was very low and she kept passing out and was "going nuts" and had headaches. It was reported the patient would be walking and moving and find herself pass out on the floor and they had no idea what was going on. The patient was released from the hospital in (B)(6) 2019. It was further reported the doctor tried to aspirate medication from the pump but was not able to. The patient reported another doctor told her they were not supposed to try to aspirate the pump that way. It was noted at one point, the patient was to meet with one doctor but instead met with a different doctor who started poking her and was causing her pain in the left leg and back and when she tried to reschedule with the first doctor, they told her she could not see him because the nurse reported the patient "cursed her out". It was further reported a different doctor had put medication in (B)(6) 2019 and the pump was expected to run out the end of (B)(6) 2020. The patient was receiving intrathecal fentanyl 3000 mcg/ml at 18.3 mcg/day and 149.9 mcg/day and clonidine 300 mcg/ml at 1.83 mcg/day and 14.99 mcg/day via the implanted pump. Physician listings were requested. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID: 8709, serial# (B)(6), implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 2006-10-28, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported after the doctor filled the pump the patient started having pain in their legs. The pump didn¿t help with the patient's pain anymore and their knees started hurting and they could barely walk. The patient reported that the doctor told them the pump and tubing were not working anymore at a recent refill. The patient stated that "at the appointment when the 'nurse did it' she felt pain down her left leg and 'when he did it' she felt pain up her spinal cord." No further complications were reported.

Manufacturer narrative:
Continuation of d10: product ID: 8709, serial# (B)(6), implanted: (B)(6) 2005, explanted: (B)(6) 2021, product type: catheter. H6 update: the previously applied device codes c53269 and c63075 are no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider and consumer via a company representative. The patient had told the company representative that pump had not been working right since it was replaced in 2018. The date (B)(6) 2018 is considered an approximate date of event (specific year known only). The patient had fallen a lot and had a lot of problems. The pump had been empty since some time in 2019. Considerations for pump running empty was reviewed. A catheter revision was scheduled for (B)(6) 2021. The catheter was found fractured or snapped ¿like it had been pulled off¿. The pump and catheter were replaced. The explanted product was not being returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl of an unknown concentration at an unknown dose rate via an implantable pump for failed back surgery syndrome and non-malignant pain; head/neck. It was reported that the patient¿s legs and arms "started going crazy". It was further indicated that the patient couldn't "breathe more than 4 bpm". They put a metal "thing" down her throat, and she had the "front and back" of her neck "fused". The patient received ¿ivs and stuff". It was noted that the patient didn't even know that she was in the hospital. While she was in the hospital, they gave her narcan and they had all the other meds taken out of the patient¿s pump. It was noted that when she got to the physician¿s office following this event, the physician told the patient that "oh my god you don't have anything in there" referring to medication in the pump. It was further noted that the physician told her that the pump was ok. It was further reported that she had a "blood sugar of 600" following this event and ended up at the hospital and stated that she didn't know how she ended up there. The patient thought the blood sugar of 600 started sometime in (B)(6), but it was stated that the patient was not sure, and it was follow ing this event. At the time of the report it was indicated that the patient was difficult to follow throughout the timeline of events and that it was stated that the patient has "no brains" which was clarified as meaning the patient was ¿crazy" and confirmed that there is no issue with her brain. No further interventions were mentioned. The onset of symptoms was not clarified; however, the date of event was indicated as being (B)(6) 2019. Fentanyl was in the pump at the time of the event, but they did not know the dose or concentration. The patient was currently receiving fentanyl via their pump and the current dose/concentration was described as being low and was 200 something, but they had no further information. The situation was being addressed via their healthcare provider. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.